Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the doctor encountered a cervical leak. He withdrew the sheath prematurely, resulting in a superficial vaginal burn, which was treated with silvadene cream. The patient's condition is noted as "good". At follow up appoint, the patient had "remnants of a burn but it's heeling nicely."

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.